Manufacturer narrative:
This report filed august 7, 2014.

Event description:
Per the clinic, the patient experienced migration of the electrode array resulting in performance decrement. Subsequently, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device.

Manufacturer narrative:
(B)(4).